Manufacturer narrative:
Follow-up #1: date of submission 12-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2018 with the following findings: a review of the pump¿s black box showed no evidence of alarms or warnings related to the complaint. During testing, the pump successfully completed the rewind, load cartridge, and prime steps successfully and the pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The complaint of prime issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a priming issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.